Event description:
Patient is a female who underwent a bilateral decompressive laminectomy at l-4-l5 in 2009. Three days later, an attempt was made to remove the jackson pratt drain which had been placed during surgery. During the removal, the drain snapped in 2 with a portion of the drain being lodged onto the patient's skin edge. On the same day, the patient returned to the operating room for removal of the portion of the catheter without complication.